Manufacturer narrative:
(B)(4). The customer reported the device was not switching on intermittently. No pt involvement was reported. A phillips bench technician evaluated the device and verified the failure. The issue was determined to be a failure of the energy select switch. The energy select switch was replaced to resolve the issue. The device passed all testing and was shipped back to the customer's site.

Event description:
The customer reported the device was not switching on intermittently. No patient involvement was reported.